Event description:
It was reported that during a lienectomy procedure, after firing the device, the doctor found the staples were not formed completely. The pt was bleeding. So another like device was used to finish the procedure. There was extended o.r. Time of one hr.